Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion, xtr, guide cath: hyperion. The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture or physical resistance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric lesion located in the distal right coronary artery that was mildly tortuous, moderately calcified and 100% stenosed. A 1.5 x 6 mm mini trek ii balloon catheter ruptured at approximately 8 atmospheres during the first inflation. There was resistance reported during advancement to the lesion. The device was prepped according to the instructions for use. A non-abbott over the wire dilatation balloon was used to continue the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.